Event description:
Additional information received indicates that when the patient was admitted to the hospital the anticoagulation was reported to be controlled. The patient was last reported to be in the intensive care unit on support with a competitor device. Investigation is ongoing.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was hospitalized for treatment of suspected pump thrombus and mitral valve insufficiency. The patient presented with high flows and high watts. An actilyse infusion was initiated without success. The patient was subsequently taken to the operating room and was started on venoarterial extracorporeal membrane oxygenation (ECMO) support and competitor temporary ventricular assist device. This intervention was also unsuccessful so the surgical team decided instead to implant a competitor total artificial heart. When the manufacturer device was explanted, no thrombus was detected by the surgical team. The patient was last reported to be stable post event. Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption, surpassing normal operating range, prior to the reported event date. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing and dimensional verification, but failed visual examination due to the scoring marks observed on the lower housing ceramic surface and on matching inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report did not reveal an evidence of thrombus within the pump, but revealed the presence of saprophytic fungi and bacteria within the pump. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. The source of the pathological findings cannot be definitively determined; however, there is no indication that it is related to the device manufacturing process and may be due to post explant exposure. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Although a definitive root cause of the reported event cannot be determined, clinical and patient factors may contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.